Event description:
A surgeon reported a case of stage one diffuse lamellar keratitis (dlk), observed at the one day post op visit for one right eye. Patient was treated with steroid drops. Information provided showed patient reported experiencing blurry vision and slightly scratchy eye. Upon further follow up, the reporter stated that the dlk resolved with treatment and the patient was seeing 20/20.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).